Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was to report that a week after the date of implant, they noticed a return of symptoms. When asked, the patient said on june 10th, they noticed other symptoms and were tested for a urinary tract infection (uti), which came out positive and they received antibiotics (no allegation related to device/therapy). The patient said they just made an adjustment today. Therapy information and general programming guidance were reviewed. The patient was redirected to their healthcare provider to further address the issue. The patient said they had an appointment to see managing their hcp scheduled for friday, (B)(6). On 2022-jun-21 additional information was received from the patient. They reported that the reason for the call was that the device was not working very well and they were not emptying their bladder. The patient said the device was reprogrammed last week. They said the evaluation was successful but since implant, the device had not helped their symptoms. The patient said they had a bladder infection (see previous report). The last day of the medication for the urinary tract infection (uti) was (B)(6) 2022 and the device did not start working better after they finished the medication. It was reviewed how to increase stimulation. The patient was able to increase stimulation to a comfortable level. The option to change programs if symptoms did not improve was reviewed. On 2022-jun-30 additional information received from patient. They called back and indicated that they have another uti. The caller asked for help in adjusting the settings to see if it will help them empty their bladder, as it has not emptied since yesterday. The indicated that they could feel the pressure building in the bladder the day prior from not being able to empty and they almost went to the hospital to be cath'd, but the bladder had leaked some last night. During call, patient was given help to connect and change programs. Stim was felt appropriately. Patient will monitor symptoms. On (B)(6) 2022 more information received from patient. They called back stating: the other day, about, 2 weeks ago they went to program 4 from program 3 but program 4 was hurting them so went back to 3, and that resolved the pain. But they also had a bladder infection at that time so thought that was why it was hurting them. Patient said that this was their 3rd bladder infection since their stimulator was placed. Patient said they got the stimulator to empty their bladder, not to get bladder infections. Patient said the last time they called medtronic they were advised: do not shut interstim therapy off. Patient said they were calling today to confirm and make sure they are not (accidentally) turning stim off. Patient was successful to connect using their control equipment and confirmed they were not turning stim off. Patient wanted to know why: during the trial test, their bladder was emptying perfectly. Patient said between the end of the trial and the permanent surgery date there was a gap of a week and a half, the same healthcare professional (hcp) did both procedures and they had only one lead which they are pretty sure it was on the left. Patient said they did not have the surgery for nothing. Redirected to their hcp, patient said they would call their hcp. On (B)(6) 2022 patient called back and repeated therapy issues already reported. Patient asked about programming. Reviewed general programming information. Patient decided to switch programs and will monitor and track symptoms. Patient also mentioned ins site is still sore and moves around. Redirected patient to report to hcp and request medical assessment. Patient said that had follow up appointment on june 17th and was told that the incision site looked good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and reiterated they didn't empty their bladder like they did when they first had the test, that they'd been getting bladder infection after bladder infection (see rtg0315834) that, initially when they first got the trial, their bladder had been so full and that they'd been emptying 200-300 cc's of urine but now, as it was mostly empty, they weren't urinating as much. The patient stated sometimes they would get up in the morning and they couldn't pee at all. The patient admitted to the therapy helping them, but did not confirm it was 50% or greater. They reported they had an appointment with their health care provider (hcp) on 2022-aug-09. The patient stated medtronic told them to turn their device off so they've had it off for two months (from 2022-jun-17 to 2022-aug-09), and that they have been having to self-catheterize (patient confirmed it was their standard of care for their underlying symptom of urinary retention) because they weren't able to urinate on th eir own during that time frame. The patient stated the hcp told them to always have the device on. Troubleshooting was able to clarify, the patient had been keeping the therapy on, the therapy just hadn't been helping, and that they just had the handset (the "device") turned off when they weren't using it. The patient clarified their hcp had told them never to turn the samsung handset off. The therapy had never been off, only the handset when it hadn't been in use. Patient services reviewed external device function with the patient. The patient stated they were never trained and they didn't think their hcp knew much about the device either. The patient stated because they couldn't urinate, they thought their device was broken so the hcp checked the patient's lead at their appointment and it looked good. The patient reiterated that their ins had been moving around, that when they first got the ins, it had been horizontal, however now it was up and down and very uncomfortable to lay on. The patient stated they told their hcp about the issue at their appointment and the hcp told them the ins just needed to settle back into the pocket. The patient stated the therapy helped for a little bit since the appointment, however yesterday it stopped working again so they went back in and increased the stimulation and were concerned about the ins working again. Troubleshooting reviewed therapy expectations, the patient connected to see their settings and confirmed their therapy was on. The patient was going to monitor their symptoms since they recently made a change and they were also going to follow up with their hcp about the ins moving and the discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was given instructions on how to properly use the device and calibrate it. The hcp also noted that the patient's implanted device/therapy was not casual or contributory to their bladder infection/uti. The patient had bladder infections prior to implant and the infection reported previously has been resolved. The patient was started on an anti-uti (bladder infection) program to prevent infection. The hcp noted that the cause of the "ins site moved around" was determined and noted the likely cause was that the patient had not developed scar tissue around the implant. The patient was reassured this would improve over time and the hcp reported this issue as being resolved.